Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The peritonitis was manifested by cloudy effluent and abdominal pain. It was not reported if the pt was hospitalized for the event. Treatment was not reported. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additional information for: it was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested with cloudy effluent. The patient was hospitalized for the event of peritonitis. On an unreported date, the patient was treated with vancomycin (1 gram for 15 days, route not reported), amikacin (also described as amiklin, for 15 days, doses and route not reported) and ofloxacine (also described as oflocet, for 15 days, doses and route not reported) as a treatment for peritonitis. Four days after the hospitalization, the patient was discharged. The patient recovered from the peritonitis. No additional information is available. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unreported date in 2008. Should additional relevant information become available, a follow-up will be submitted.